Manufacturer narrative:
Per the user guide: the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed. The cartridge instructions for use states: the cartridge instructions for use state: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (210-331 mg/dl) and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known and the customer thought that it may be related to the infusion set site. The customer declined tandem technical support's offer to troubleshoot. Reportedly, the customer used the pump supplies longer than 3 days. Tandem technical support informed the customer novolog was labeled for 72 hour use with the cartridge and the infusion set was to be changed or rotated every 48-72 hours.